Event description:
The customer reported that the device turned itself on when the power knob (optical switch) was in the off position. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device turned itself on when the power knob (optical switch) was in the off position. There was no report of pt involvement. The device was evaluated at the philips repair bench and the failure could not be verified. As the reported failure could not be recreated we cannot determine the cause.